Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting properly. The event occurred during surgery and there was no event and no surgical delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Event description:
It was reported that the device was not cutting properly. The event occurred during surgery. While the surgeon was attempting to do a skin graft the dermatome would not cut the skin to the depth he wanted. Multiple blades were exchanged out and multiple depths were attempted. No delay was reported. The harvested graft was usable but an additional graft was required from the patient. No additional consequences were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. On (B)(6) 2017, it was reported that the device was not cutting properly. The event occurred during surgery. While the surgeon was attempting to do a skin graft the dermatome would not cut the skin to the depth he wanted. Multiple blades were exchanged out and multiple depths were attempted. No delay was reported. The event was identified immediately after the receipt of a recently serviced/repaired device. The customer returned an electric dermatome device, serial number (B)(4) for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2011 where it was reported that the cord was separated from the unit and the power cord assembly, power switch, ball detent, control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, calibration shaft, motor, and o-ring were replaced. This is not a related issue. Initial qa inspection of the electric dermatome on (B)(6) 2017 revealed that the calibration was out of specifications at the 0 setting only. The motor speed was within specifications but on the lower end. The customer did not return a power supply for evaluation. Repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, bearings, seal and retaining ring, motor, and o-ring. Electric dermatome, serial number (B)(4) was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non verifiable during the initial inspection the service technician could not duplicate the reported event. The root cause of the reported event was non verifiable since during the initial inspection the technician could not replicate the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. The IFU states that the device should be returned for preventative maintenance every twelve months. The device was not returned for service at zimmer biomet in last twelve months. The issue was resolved with the replacement of the power cord assembly, power switch, ball detent, thickness lever, bearings, seal and retaining ring, motor, and o-ring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Electric dermatome, serial number (B)(4) was repaired, tested and returned to the customer.